Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Functional testing of 10 retained samples did not confirm the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5306529. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that three tubes from a 4.5 ml bd vacutainer® citratetube, 13 x 75mm, broke when centrifuged. No report of blood exposure, serious injury or medical intervention.